Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and customer was alleging for possible over delivery anomaly. Blood glucose level at the time of the incident was 2.5 mmol/l which was treated with glucose. Patient's current blood glucose value was 8.3 mmol/l. The user alleged the insulin pump was over delivering insulin as blood glucose level was not rising even after eating. The customer was using auto mode feature at the time of event. Customer reported auto mode feature was not automatically delivering insulin at the time of low blood glucose event. The customer was assisted with programming the insulin pump. The reservoir not will be returned for analysis.